Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 76 year-old male patient (32.54 kg) underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and suffered a cardiac tamponade requiring a pericardiocentesis. During the case, the patient was stable, and while the patient was in the recovery room, the patient's blood pressure dropped. An echo was done, and it was confirmed that the patient had a cardiac tamponade. The patient was taken back to the lab for a pericardiocentesis. There was 310 cc of fluid removed from the patient. The patient became more stable, and the drain was removed. The patient stayed overnight for observation. The physician did not state why they felt the effusion or how the effusion occurred. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The patient outcome of the adverse event was improved. The patient stayed overnight for observation. The generator used was a smartablate. No transeptal puncture was performed. Prior to noting the cardiac tamponade ablation was performed, the cavotricuspid isthmus (cti) was done. There was no evidence of a steam pop. An irrigated catheter was used with the recommend flow setting. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed. Force visualization features used were dashboard with the visitag module parameters for stability set at 2.5, 3, 25%, 3 with respiration gating and fti. The total wattage used was 40 watts.